Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis (pxt231412/06541571, pxc161000/06539812, and pxa230300/06530905) to repair an abdominal aortic aneurysm.on an unknown date after the initial procedure, a distal type I endoleak was confirmed.on (B)(6) 2014, additional stent graft was implanted to repair the type I endoleak. It was reported that the endoleak was resolved and the patient tolerated the procedure.